Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection at the ipg pocket following an implant procedure. The patient was hospitalized and treated with antibiotics. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. Follow-up indicated that the patient was using therapy.